Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced significant drainage at the ipg incision site. As such, the ipg pocket was opened on (B)(6)2023, no signs of infection were noted. As such, the incision was closed, and an incisional wound vac was placed over the incision. Patient was seen on (B)(6)2023, during which the incisional wound vac was removed, and the incision was fully healed. No further drainage was noted.